Event description:
This is 1 of 3mdr's filed for similar incidents at same dialysis facility. The facility reports incident of a cracked luer connector found at unknown time during hemodialysis treatment. Ebl = 500-700cc. Patient was taken to e.r. But was not admitted to hospital. No medical intevention was needed. Patient information and complaint sample were not provided to manufacturer.